Event description:
I believe that our samples from (B)(6) board of health were not collected per eua regulations. My family was tested at the (B)(6) county boh location in (B)(6) on (B)(6), after exposure on (B)(6) to a family member who received positive covid test results on (B)(6). When we got to the tent for our tests, we were each (including my (B)(6) year old) handed a normal q-tip (with cotton on both ends), and advised to insert the swab as far into the nose as possible and swirl 5 times in each nostril. We were given instructions to check our test results on the (B)(6) website, and that results should come in 2-4 days, and/ or email the (B)(6) county boh with contact information. I did both and still have not received anything back. After 5 days, I called the boh again, and they took my contact information and said someone would call me back. It has now been 9 days since our test, and we still have not received any results, nor have we heard back from anyone at the boh. I am assuming that either our samples were lost, or the test failed. Either way, we should have been informed, so we could get re-tested. I checked the (B)(6) website, and they have a couple collection methods approved for eua use. None of them instruct use of a normal q-tip (with cotton on both ends), inserting the swab as far into the nose as possible and swirl 5 times in each nostril. The pixel test uses a normal swab, but specifically says not to insert far into the nostril. ((B)(6)). (B)(6) original eua test uses a long copan-type swab, and requires the swab to be collected by a trained professional from the anterior nares ((B)(6)). Given that neither of these methods were used for collection of our samples, I will guess that the tests failed due to insufficient nucleic acid material in the sample, and that is why we have not received results or any communication from the boh or (B)(6) after 9 days; (B)(6). FDA safety report ID # (B)(4).